Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the issue. After clearing the codes from the device's memory, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause for the reported issue could not be determined.

Event description:
Physio-control was performing preventative maintenance on a customer's device and observed an event code logged in the device's memory. The event code logged is associated with a failure of the device to charge for defibrillation energy.  At the time when the code is logged by the device, its charge function would be disabled. As a result, defibrillation would not be possible, if it were necessary. There was no patient use associated with the reported event.